Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the lightcables were not functioning correctly. It was further reported that the product goes off and on standby intermittently.